Event description:
Customer called to report that she was hospitalized due to unexplained low blood glucose. Customer stated that the blood glucose reading was 10 mg/dl at the time of admission. Customer stated that she was in the hospital with her son and became unconscious due to low blood glucose. Customer stated that she is under stress and not sleeping enough. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.